Event description:
Pt passed out, and was found by a relative. Pt was subsequently admitted to hosp for five days for treatment. Pt was unable to remember details of incident, but pt stated that physician had indicated that the pt's blood glucose had been extremely high and low.